Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they do not spin samples. Samples are received spun and the samples were clear and no issues were noted. Ccc evaluated quality control data, which resulted within range for one of three replicates for level one and within range for level two. The customer stated the instrument is operational and they continue to run samples as quality controls remain within range. The cause of the discordant, falsely elevated calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were auto rerun and then repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.